Event description:
It was reported that during attempted insertion of the iab, the balloon began to unwrap, resistance was met, and the iab could not be inserted completely. A second iab was inserted without any difficulty or pt complications.